Event description:
Customer reports arterial catheters inserted in patients are no longer functional after 12 hours. The pressures cannot be read despite being able to take a blood sample and easily flush the line. Blood pressures were monitored with a blood pressure cuff. The catheter was removed and replaced. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports arterial catheters inserted in patients are no longer functional after 12 hours. The pressures cannot be read despite being able to take a blood sample and easily flush the line. Blood pressures were monitored with a blood pressure cuff. The catheter was removed and replaced. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.